Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and a pediatric catheter for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was separated around the middle of the sample. Microscopic examination revealed that core wire and coil wire had separated. It was also noted that the coils wire had separated in multiple locations other than at the main separation point. In addition to the separation , four major kinks were also observed. The appearance of the damage appears consistent with the guide wire encountering the needle bevel during insertion. The first three kinks in the guide wire measured 48mm, 51mm, and 71mm from the distal weld. The final kink measured 30mm from the proximal weld. The cumulative guide wire length measured 350mm, which is within the specification limits of 350mm-355.6mm per the guide wire graphic. The guide wire outer diameter measured .610mm which is within the specification limits of .610mm-.635mm per the guide wire graphic. Functional testing could not be performed as the guide wire was too unraveled/separated. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The IFU also states, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the middle of the guide wire was separated. Microscopic examination confirmed that the core wire was separated. It was also noted that the coil wire was separated in multiple locations. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. During inserting the swg (spring wire guide) into the patient, md felt the guide wire was bent and broken. So md could not proceed with the procedure, and md finished using the new product". No patient harm reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. During inserting the swg (spring wire guide) into the patient, md felt the guide wire was bent and broken. So md could not proceed with the procedure, and md finished using the new product". No patient harm reported.